Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#: 90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot while charging. The patient reported it is too hot to put into his pocket, and that it burns his thigh. Patient confirmed he is using the charging provided with the device. No impact to the patient's blood glucose levels, as he reported his blood glucose was 116mg/dl. The pdm was also reported to not be holding a charge as long as expected. No medical treatment was required for the reported thermal event.

Manufacturer narrative:
The pdm was returned with the battery at 55% charge. The pdm was plugged in and charged up to 100%. The pdm was not felt to get hot while charging. The pdm was able to charge, turn on, and boot up with no issues. Review of the android log files found the engineering log files from the date of occurrence to be overwritten. Review of the most recent batch of android log files found that the pdm temperature did not exceed the operating specification of 40 degrees celsius. The recent batch of log files also showed that the battery charge was able to last the required 36 hours, however the pdm was returned with airplane mode activated. Review of a batch of log files from (B)(6) 2025 contained in the controller showed that the temperature did not exceed the operating specification, however the battery was found to drain earlier than expected. The log files showed one instance where the battery only lasted approximately 18 hours and a sharp decrease in battery charge was seen with the charge going from 84% to 5% in less than 1 hour. Airplane mode was switched off and the pdm was paired with an unused pod and used under typical use conditions for 36 hours. The pdm was able to stay on for 36 hours, however the battery was observed to decrease from 73% to 0% in approximately 5 hours on the last day of the test. Battery capacity testing was performed using the maccor tester. During the second discharge period to 2.75 v, the capacity was observed to be 1.295 ahr, which is lower than the expected 1.3 ahr, indicating the battery has lost capacity. The lower battery capacity contributed to the inability to hold charge and sharp decreasing in battery charge. No evidence of the pdm getting hot during use was found during the investigation.